Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3086ans, UDI: (B)(4), serial: (B)(6), batch: a000152602.

Event description:
It was reported that following a trial implant the patient experienced a csf leak, wherein an onset of symptoms occurred such as a headache. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a blood patch was performed to address the issue. It is unknown which lead made the dural puncture.